Manufacturer narrative:
Upon visual inspection, the device was found to have a worn bearing on the driver. The device was repaired and returned to the user facility.

Event description:
It was reported that during a procedure the micro sagittal saw was smoking and producing metal shavings. It was reported that nothing entered the surgical site and that the procedure was completed successfully utilizing back-up equipment. No delay, no medical intervention and no adverse consequences were associated with this event. It was reported that during testing conducted at the manufacturer facility the micro sagittal saw was overheating. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.